Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: an invalid lot # of 0211063 was provided by the initial reporter. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that the bd safetyglide¿ needle experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 305916 batch no: unknown. A safety needle issue where the safety device broke from the needle and caused an exposure.